Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a heat stroke, fall, convulsion. Customer was unable to self-treat and was treated with powdered sugar, coca and honey by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the reader and no issues were observed. The reader did not power on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader, no issues were observed. The returned battery has been measured and results were within specification. Visual inspection has been performed on the pcba and no issue was observed. Placed the reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader turned on and the battery was observed to be charging. Therefore, this issue is confirmed to poor soldering of the cpu. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a heat stroke, fall, convulsion. Customer was unable to self-treat and was treated with powdered sugar, coca and honey by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.